Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem. Additional information: unique identifier (UDI) #, medical device serial #, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of levaquin (500mg in 100ml), the infusion was programmed to run over 1 hour. After approximately five to ten minutes from the time infusion was started, the nurse found that the entire dose had infused. The customer is unsure whether the medication was set up as primary or secondary infusion. There was patient involvement but no harm. Although requested, the customer stated that the devices will not be sent to bd for investigation. It was reported that the hospital's biomed "tested" the devices and "put it back in circulation."

Event description:
It was reported that there was an over infusion of levaquin (500mg in 100ml), the infusion was programmed to run over 1 hour. After approximately five to ten minutes from the time infusion was started, the nurse found that the entire dose had infused. The customer is unsure whether the medication was set up as primary or secondary infusion. There was patient involvement but no harm. Although requested, the customer stated that the devices will not be sent to bd for investigation. It was reported that the hospital's biomed "tested" the devices and "put it back in circulation."

Manufacturer narrative:
Correction: concomitant med prod data. Additional information: device manufacture date.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the customer¿s report of an over infusion involving levaquin was not confirmed through review of the provided partial device log. The event was reported to have occurred on (B)(6) 2023. The event time was reported to be around noon. No devices were returned for this investigation. The customer only provided a scanned partial copy of the pcu event log (same date and time range of 01nov2023 12:40:24 pm ¿ 1:19:01 pm). The sequence of events of the pump module during the reported date (01nov 2023) until the time the infusion was stopped were as follows: at 12:40 pm, the secondary infusion programming of a medication with a noted dose of 500mg in 100ml (presumed to be levaquin (500mg in 100ml) as reported was noted to be at a rate of 100ml/h and a vtbi of 100ml. The primary infusion programming of an unknown medication was noted to be at a rate of 10ml/h and a vtbi of 950ml; pvi 0ml, svi 0ml. At 1:18 pm, channel off key was pressed; pvi 0ml, svi 64.303ml. No further review of the pcu event log was able to be performed since no further log information was provided. Review of the partial pcu event log could not determine why the programmed secondary infusion, scheduled to infuse for one (1) hour, was instead terminated early after infusing for thirty-eight (38) minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the partial pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration and secondary sets could not be performed since the sets were not returned for investigation. Bd clinical customer advocacy has assigned a team for an onsite support visit to help uncover potential contributing factors to mitigate future issues. The bd alaris user manual v12.1.2 states: proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Bd recommends the following steps for optimizing secondary infusion performance: if necessary, use additional hangers to lower the primary container to achieve the minimum 9 1/2" head height differential between the primary and secondary fluids. Adjust pole height to ensure the proper head height of the container to the pump module for optimal flow accuracy. Watch for drops in the primary drip chamber. If drops are seen, lower the primary fluid on another hanger. The source container height should be approximately 20" above the top of the pump module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a levaquin over infusion was not identified as a result of the investigation.

Event description:
It was reported that there was an over infusion of levaquin (500mg in 100ml), the infusion was programmed to run over 1 hour. After approximately five to ten minutes from the time infusion was started, the nurse found that the entire dose had infused. The customer is unsure whether the medication was set up as primary or secondary infusion. There was patient involvement but no harm. Although requested, the customer stated that the devices will not be sent to bd for investigation. It was reported that the hospital's biomed "tested" the devices and "put it back in circulation."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion of levaquin, the infusion was programmed to run over 1 hour. After 5 minutes from the time infusion was started, the nurse found that the entire dose had infused. There was patient involvement but no harm.